Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The device passed all testing and performed within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an out of service channel two. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.